Manufacturer narrative:
This is a duplicate complaint. The detailed investigations are documented in the pr ID# 2839926 and also reference of the MFR. Report number: 3003768277-2023-00075.

Event description:
It has been reported to philips that, system would not do fluoro. It is unknown if the system was in clinical use. No harm has been reported to philips. Philips has started an investigation of this complaint.